Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the nurse opened the implant and the implant fell out onto the floor. No bad outcome came. We used a different implant."